Event description:
The patient reported infusion set fell off during use on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 2. E1: patient country: italy. Name: tandem country: canada street: 11045 roselle street city: san diego state: ca zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.